Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high definition lcd monitor turned off one minute after turned on. The issue occurred during demonstration. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction "power of the device does not turn on" was confirmed. Additionally on device evaluation "power of the device is intermittent" was found. Based on the results of the investigation and the information provided, it was presumed that the events was occurred due to defective printed circuit boards. However, a definitive cause could not be determined. Olympus will continue to monitor field performance for this device.